Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG disabled" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll singapore. The customer's report was not replicated or confirmed. The device activity logs were not available. The device was put through extensive testing including full functional testing and ECG testing without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.